Event description:
A pt reported getting repeated "clean test area" messages while using a one touch meter. Pt claimed that the repeated "cta messages" caused pt to "stress out". Pt did not seek or receive any medical assistance. No further info has been reported.